Manufacturer narrative:
Retainer ring = unknown . On (B)(6) 2021 the customer reported stuck button alarms. Device was received with a missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, cracked case near the corner of belt clip rails, faded serial number label, damaged display window cover, cracked keypad overlay, keypad overlay scratched, scratched case. Device passed self test. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred around the event date. Although the adapt tool does list 61=stuck key alarms, the closest ones to the event date occurred on (B)(6) 2021 @ 13:18 and 13:28. The adapt tool does not list any unusual insulin pump error which could trigger a critical pump error. The case was cut open. After visual inspection, there is some foreign material on the outside of the motor sleeve. Did not note any signs of previous moisture presence or corrosion underneath the keypad domes. No damage noted to keypad assembly or the keypad traces, and j1 connector on electrical board 1 was locked properly during visual inspection. Device also passed the keypad voltage test. In summary, the customer¿s report of stuck button alarms was not confirmed during testing; however, due to the presence of foreign substance on the outside of the sleeve and due to the fact that a reservoir is unable to lock in place, this unit is considered a failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.